Event description:
During shoulder bankart procedure, using a 2.9mm drill guide and a 2.7mm spike drill, a hole was pre-drilled; the surgeon used an ultrabraid and secured onto the labrum with the help of accupass. The suture was passed step by step into two bioraptor knotless suture anchors until he heard the three click sounds and back a ½ turn. However, both implants pulled out from the bone. The surgeon then cut of the suture and removed the implant from the shoulder joint. He then completed his surgery using an osteoraptor 2.9 mm with single suture and using the same 2.7mm spike drill and 2.9 drill guide. Bone quality was noted to be "good". It was reported that the initial hole was left empty without any anchors. Total used 3 x osteraptor 2.9mm with no issues.

Manufacturer narrative:
One bioraptor knotless suture anchor was returned for evaluation of the reported complaint mode, ¿anchor pulled out of the bone". Based on the clinical details provided in the complaint, the hole prep was done in accordance with the IFU. The returned anchor was checked to ensure easy removal from the inserter and no issues were observed. Also, the diameter of the anchor was measured and found to be within print specification. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Based on these findings and the isolated nature of the complaint, no root cause related to the manufacture of the device can be established. (B)(4).